Manufacturer narrative:
The device was not returned to zoll for evaluation. During the investigation it was noted that the reported problem was verified by the approved business partner indumed. The processor/bridge/pace board was replaced to remedy the problem. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.